Event description:
It was reported that the patient experienced a lack of therapeutic effect. The patient has a fractured lead last summer that a company representative was able to program around. The patient had pain at the lead site even when the stimulation was turned off. It was noted that the patient had a laparoscopic procedure in (B)(6) 2011 to remove scar tissue, after which she experienced "horrible pain." The patient turned off stimulation because she experienced too much stimulation only in her left buttock or no stimulation, going from "one extreme to the other." It was also noted that he patient did not have adequate relief for very long after the device was implanted and has undergone multiple reprogrammings. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model: 3776-45, lot#: v246171009, implanted: (B)(6) 2009, explanted: na. Lead model: 3776-45, lot#: v246171010, implanted: (B)(6) 2009, explanted: na. Programmer model: 37743, serial#: (B)(4). Recharger model: 37752, serial#:(B)(4). (B)(4).